Manufacturer narrative:
The reported issue with flow transducer test failure during pre-use check has been confirmed in service report. This failure was received during pre-use check, which is performed after turning on the ventilator, always before connecting the ventilator to a patient. The device was inspected, reported issue was confirmed. Issue investigated herein was related to pcb expiratory channel and was solved by cleaning pcb expiratory channel . The device passed all performance tests and could be returned to clinical use. The root cause to the reported issue has been determined as expected wear and tear, user error or service and maintenance error.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 902313.